Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable valp2 valproic acid results for three patients with the cobas 8000 c702 module. Sample 1: the initial result was 360 umol/l. This result was reported outside the laboratory. The sample was sent to another laboratory where they measured a concentration of 270 (no units of measure provided) using a mass spectrometry method. This site contacted the initial laboratory to question the initial result. On (B)(6) 2021, the sample was repeated at 14:34 with a result of 280 umol/l. The second repeat result at 16:02 was 325 umol/l. The third repeat was run on dilution with a result of 270 umol/l. Sample 2: the mass spectrometry result from the other laboratory was 133 (no units of measure provided). The customer¿s initial result was 164 umol/l and the repeated result was 142 umol/l. Sample 3: the initial result was 47 umol/l. The repeated result was 59 umol/l. The reagent lot number was 461861. The expiration date was requested but not provided.

Manufacturer narrative:
Discrepant results for a fourth patient ran on (B)(6)-2021 are as follows. Sample 1: the initial result was 259 umol/l. The repeated result was 211 umol/l. The provided instrument alarm trace contains abnormal aspiration and clot detection alarms. The issue is consistent with incorrect pre-analytic sample handling. The investigation did not identify a product problem.